Manufacturer narrative:
Device not yet returned for evaluation.

Event description:
Catheter luer hub detached during catheter maintenance. It was not stated if the catheter was removed and replaced. Patient condition was also not reported.